Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. When the delivery system crossed the aortic annulus into the left ventricle, the patient went into complete heart block and required a temporary pacemaker. The valve was implanted at 4mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The patient was monitored after the procedure. The heart block did not resolve. On (B)(6) 2024, a permanent pacemaker was implanted. This visit required a prolonged hospitalization for monitoring. The patient status was reported as stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. When the delivery system crossed the aortic annulus into the left ventricle, the patient went into complete heart block and required a temporary pacemaker. The valve was implanted at 4mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The patient was monitored after the procedure. The heart block did not resolve. Therefore, a permanent pacemaker was implanted. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.